Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was unable to be turned on and power button is not working. There was no patient involved

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : b5.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code, medical device ¿ problem code), h11, e3. Reverting back patient ID field as blank. Correcting field: d10. A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the failure. The (fse) reported that the batteries were fully depleted and not charging. The fse isolated failure to power management circuit (0670-00-1162) and replaced the part and the unit passed all functional and safety tests per factory specifications, returned to customer. The failure analysis and testing department received part number 0670001162 serial number (B)(6) with a reported unit failure of the cardiosave not powering up or charging batteries the fat performed a visual inspection and found the part to be in good condition the fat installed the board in the cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r. It was found that the unit will not boot up or charge batteries the board was sent to the supplier for failure analysis per procedure number 000207d008 revision au. The following was submitted by (B)(4) technician of the maquet failure analysis and testing department fat wayne nj ar 31 march 2026: failure analysis was received from the supplier for the part please see attachment they stated the following: visual inspection was performed. Result copper pad found at location c172. The root cause for this part is the issue at c172 the part is being retained in the failure analysis and testing department per procedure number 000207d008 revision av. Root cause from CAPA: root cause 1: there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit. Root cause 2: the tantalum capacitors used on two pcbas are not within the capacitor manufacturer vishay derating guidelines this may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) is not powering on, there was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.